Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to be press harder to get respond. Customer¿s blood glucose level was unknown. Customer also reported crack on top right of screen, rejected new batteries 5 times and screen had rainbow effect in the sun effects visibility. The device will not be returned for analysis.